Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they were trying to get the arctic sun device to work to maintain normothermia. Device kept saying probe was not registering. Nurse changed out probe, but still the device was saying probe not registered. Mss verified whether they had plugged the probe into bedside monitor and then the probe worked. Mss advised they need to replace the temperature cable. Mss explained that those wires can fray and keep it from registering. Mss advised to reach biomed if they did not have another cable on the floor. Per follow up information received on 09sep2022, nurse stated that they were able to find another temperature cable and after replacing the cable they had no further issues. Nurse stated that the therapy was completed successfully with no impact to the patient.

Event description:
It was reported that they were trying to get the arctic sun device to work to maintain normothermia. Device kept saying probe was not registering. Nurse changed out probe, but still the device was saying probe not registered. Mss verified whether they had plugged the probe into bedside monitor and then the probe worked. Mss advised they need to replace the temperature cable. Mss explained that those wires can fray and keep it from registering. Mss advised to reach biomed if they did not have another cable on the floor. As per follow up information received on 09sep2022, nurse stated that they were able to find another temperature cable and after replacing the cable they had no further issues. Nurse stated that the therapy was completed successfully with no impact to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned